Manufacturer narrative:
Investigation summary: a visual inspection revealed that there were no non conformities with the jaws. The heater had bowed up somewhat. There were signs of clinical usage and evidence of blood. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test, it produced steam and heat during several activations and shut off when the toggle was released. Based upon the functional test, the reported failure "smoke, self-activated" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester was cutting branches and looked at the monitor. The screen was filled with smoke. She pulled out the unit, and saw that it had activated without pushing the button. A new kit was used to complete the procedure. There were no patient effects. The product was returned.